Event description:
The customer reported via phone call that their insulin pump was not working before. The customer's blood glucose was unknown. The customer's insulin pump had experienced water damage but was working fine again at the time of the call. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a black shadow on the display due to a warped and uneven printed circuit board on the lcd board. No cosmetic damage was noted.